Manufacturer narrative:
(B)(4).

Event description:
Reportedly, upon interrogation on (B)(6) 2018, a non-sustained episode showed ventricular noise oversensing. The physician suspected myopotentials, but the noise could not be reproduced when performing an isometric test. It was decided to monitor the patient without reprogramming the device parameters.